Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They stated that it was unknown if the issue was caused by normal battery depletion, but they think the implant is too old. They did not know if the issue was resolved. They stated that eventually they will have to do something with unit, but they've been to busy with other health issues to deal with this device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that their programmer will not communicate with the ins. Caller unsure if the ins has reached eos, noted that they think the patient has not had much to do with the stimulator in awhile. Caller also mentioned that the batteries in the programmer were changed recently, possibly yesterday or today. The patient is in need of MRI scan of the brain and when they went to turn therapy off they encountered poor communication message. They tried repositioning antenna but this did not resolve the issue. Reviewed how to use programmer without antenna attached and they encountered poor communication again. Asked patient if the interstim therapy was still working or if they are feeling stimulation sensation, as the device is approaching 8 years old and battery may be depleted. The patient indicated they wondered about that was well. They never felt stimulation much but used to feel a slight increase to stimulation sensation when going through airport security, however about 4 weeks ago they felt nothing when going through airport security. The patient was redirected to their healthcare provider to further address the issue. No further patient complications are anticipated or expected as a result of this event.